Event description:
It was reported that the customer experienced a blood glucose (bg) level of 500 mg/dl. Cause of bg level was not known. Customer was admitted to the intensive care unit with diabetic ketoacidosis and "was in diabetic coma and had a tube down [their] throat and was restrained". Customer was discharged 5 days later with the issue resolved and no permanent damage. No additional information regarding this event was available. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.